Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned; therefore, dimensional evaluations could not be performed. Photographs were provided but it is not confirmed which photo is for which specific patient. The photographs show explanted tibial components with no bone growth or very less minimal growth. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) (B)(6). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to early loosening of cemented tibia components. There is no additional information available at this time.